Event description:
It was reported that loss of capture, increased pacing impedance, and noise leading to oversensing and the delivery of inappropriate high voltage therapy were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.